Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 24. Details of surgery: sinus perforation. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.